Manufacturer narrative:
(B)(4). Device evaluated by MFR.:returned product consisted of a spiroflex thrombectomy system. The pump number for the device is (B)(4). The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. The spike was cut-off the spike line when received. There were numerous kinks present throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range without any errors or alarms; however, the shaft leaked at a severe kink 70cm distal of the strain relief. The shaft was microscopically examined and it was found that there was a hole in the shaft. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported the catheter was unable to prime. A spiroflex angiojet thrombectomy set was selected for a thrombectomy procedure. During preparation outside the patient, the catheter had issues loading into the angiojet console. The catheter was unable to prime and was not used inside the patient. Another of the same device was used to complete the procedure. There were no patient complications. However, device analysis revealed a shaft hole and leak.